Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. History pointers failed. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer states that they had a low battery alarm and short battery life. Customer states that new battery did not resolve the issue. Customer perform self test and test was failed. It was unknown that auto mode feature was active or not at the time of event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.